Event description:
The customer reported that a patient had a transfusion reaction at the beginning of a leukoreduced red blood cell (rbc) transfusion procedure. Approximately 7ml of whole blood(wb) was infused and the patient began to complain of pain. The operator stopped and aborted the procedure. Per the standard operating procedure (sop) at customer's site, the patient was treated for the transfusion reaction. No further information is available at this time of the treatment given to the patient. The patient is reported in stable condition and no additional follow-up visit was required. The customer stated the unit of blood was returned to the blood bank lab and determined to be hemolyzed based on the color of unit. The segments attached to the bag was tested for hemolysis and lab results indicated negative results. Per the customer, the whole blood unit was collected on (B)(6) 2015 and transfused on the last day prior to expiration at midnight on (B)(6) 2015. Patient identifier, age, and weight are not available at this time.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer declined to provide the patient's identifier and weight.

Manufacturer narrative:
(B)(4). Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: per the customer, both pre- and post- transfusion samples were negative for visual evidence of hemolysis. The customer stated that the pain related to the transfusion as it resolved as soon as it was stopped.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was returned for evaluation. Fluids were collected to test the concentration of free hemoglobin. The concentration of the free hemoglobin in the post-filtration red blood cell product and the rate of hemolysis were as follows:- red blood cell storage bag free hemoglobin concentration: 385.42 mg/dl, rate of hemolysis: 1.29%- segment tube free hemoglobin concentration: 49.68 mg/dl, rate of hemolysis: (B)(6). The manufacturing and testing records were reviewed with no issues noted. No similar reports have been received regarding this production number. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for composition of the solution. There were no abnormalities in appearance and measured value conformed to in-house standards. Root cause: a definitive root cause for this failure could not be determined. It is not known why the red blood cell bag exhibited a reddish color, even though the blood in the segment tube was not. The following possible root causes are:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter occlusion also, a definitive root cause for the patient's pain during the transfusion could not be determined.